Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2 type of follow up: correction.

Event description:
Subsequent to the initial MDR, a correction is required. An ambulance was called and when a fingerstick was taken the cgm reading was 85 mg/dl, and the blood glucose reading was 33 mg/dl. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient experienced shaking, could not stand up but did not lose consciousness. An ambulance was called and when a fingerstick was taken the cgm reading was 85 mg/dl, and the blood glucose reading was 29 mg/dl. The patient was taken to the hospital and was treated with intravenous dextrose. No further treatment was reported to be needed. At the time of the call, which was the same day as the event, the patient was still at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.